Event description:
The user facility reported that lighthead #2 was not functioning properly during a patient procedure. The light was removed from the sterile field and the procedure was completed successfully; no injuries were reported.

Manufacturer narrative:
A steris technician inspected the light and found that when power was applied to lighthead #2, fuses would blow on the control board and the q8 transistor would fail. The technician noted the following: thermal deterioration of light components as the material at base of lamp assembly had become dislodged and wires were not held securely; wiring for lamp assembly was not properly placed which impeded transition of the lamp; signs of thermal stress in the fuse holder and capacitors in the vic for lighthead #2; and incorrect replacement parts, specifically brush holders and brushes, had been installed by the user facility. The technician repaired the light, tested it and returned it to service. The light is not under steris service contract and is maintained and serviced by user facility biomedical personnel. The light subject of the reported event is 19 years old; steris recommended the light be replaced due to its age however, the facility requested repair of it until a new light can be budgeted. The user facility was informed of obsolescence of this product by steris in 2002.